Event description:
Information was received from a healthcare provider (hcp) regarding patient receiving an unknown drug, dose, and concentration via am implantable pump for no known indication for use. It was reported pump was a non-functional pump. It was not determined whether the pump was a (B)(4). Caller did not have any other identifying information about the patient or the pump, and would have to call back. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.